Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identification completed information : sid (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result generated on the architect c16000 processing module for one sample. (Customer¿s reference range is 135-145 mmol/l) results provided: (B)(6) 2023 sid (B)(6) sodium result = 119.7 mmol/l. (B)(6) 2023 sample was measured twice on another architect c16000, both results = 139.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative review the instrument logs and was unable to determine a single definitive part as the likely cause; therefore, the architect c16000 serial number (B)(6) was considered to be the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the scorecard identified no similar issues related to the architect system, likely cause parts, or discrepant results as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module for (B)(6) was identified. All available patient information was included. Additional patient details are not available. Section e4 - initial report sent to FDA (inadvertently selected yes incorrectly in initial report).